Manufacturer narrative:
(B)(4). Links dislocated the port and the locking connector with the strain relief were returned for analysis. Upon visual inspection, bloodstains were observed on the port. The port was returned in the unlocked position with two hooks partially deployed. The locking connector/strain relief sub-assembly was not connected to the port. Functional tests were performed and the hooks could not be retracted manually. The system was blocked. Two links were observed to be dislodged from their initial location. A DHR review was conducted a no non conformance was observed during the manufacturing process relevant to the complaint.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that patient had a laparoscopic gastric band implanted in (B)(6) 2009. The patient returned to the surgeon for a scheduled appointment on (B)(6) 2010. The surgeon performed a fluoroscopy and decided to replace the port do to the hooks appeared to have partially retracted. Patient was released in stable condition.